Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic nephrectomy procedure on (B)(6) 2017 and an implantable suture clip was used. During the procedure, the clip would not stay on with the suture in place. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.